Event description:
A blood leak occurred at the initiation of dialysis. The leak was at the 12th reuses. The total blood loss was 250-300cc, since the blood was not returned to the pt. The pt is well.